Event description:
It was reported that during an implant attempt, the lead was advanced to a target vein and the lobes were deployed. It was noted on fluoroscopy that the lead could move freely in the vein despite full lobe deployment. The lobes would not retract while the lead was in the vein. The lead was pulled back to the main body of the coronary sinus where the lobes could retract and the lead was then removed. Upon observation of the lead outside of the body, the lobes appeared to be deformed. The lead was not used. It was also reported a dissection in the target vein was observed on fluoroscopy after the lead was removed. The physician was able to advance and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the distal conductor. There was also blood/body fluid on the outer tubing overlay. There was blood in/on the helix/lobe mechanism. The analyst noted that the lead was received with the lobes deployed, and it was not possible to test the lobe deployment due to the dried blood on the outer tubing and the lobes.